Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Right ventricular (rv) lead pace impedance has been rising from around 730 ohms in (B)(6) 2015 to 1700 ohms in (B)(6) 2016. (B)(4).

Event description:
It was reported that the lead had a persistent increase of impedance to high impedance. The lead was replaced due to suspected lead calcification. No patient complications have been reported as a result of this event.